Manufacturer narrative:
Correction: concomitant products.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patients contact called in regarding an air detected in the cassette alarm while in drain 3 of 4. The treatment was cancelled. The pd patients contact noted when they removed the cassette after the treatment they noticed fluid leaking inside the cassette door. During follow up the pd nurse stated the patient did not have any signs of infection, their effluent remained clear and they were not prescribed any antibiotics. No adverse event reported at this time. The cassette was discarded.